Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75x12mm nc trek balloon dilatation catheter referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified lesion in the mid circumflex artery. Following pre-dilatation, a 2.5x28mm xience prime stent was successfully deployed. Resistance with the anatomy was felt when advancing a 2.5x8mm nc trek balloon dilatation catheter (bdc) for post-dilatation and the proximal shaft separated. The bdc was removed; however, resistance with the anatomy was felt. A 2.75x12mm nc trek bdc was advanced; but when resistance was met with the anatomy during advancement, push was applied and the proximal shaft separated on this one too. The bdc was removed; however, resistance with the anatomy was felt. The procedure was successfully completed with a 2.5x8mm non-abbott bdc. Timi iii flow was achieved. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed and the reported shaft separation was confirmed. The reported failure to advance and difficult to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported complaints appear to be related to operational context of the procedure. It is likely that during advancement the balloon catheter interacted with the moderately tortuous and moderately calcified anatomy causing resistance and the failure to advance. Further manipulation of the device, against resistance likely kinked the shaft, resulting in the shaft separation and difficulty to remove during retraction. The hypotube fractured faces at the separation were ovalled shaped as if kinked prior to separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed and the reported shaft separation was confirmed. The reported failure to advance and difficult to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported complaints appear to be related to operational context of the procedure. It is likely that during advancement the balloon catheter interacted with the moderately tortuous and moderately calcified anatomy causing resistance and the failure to advance. Further manipulation of the device, against resistance likely kinked the shaft, resulting in the shaft separation and difficulty to remove during retraction. The hypotube fractured faces at the separation were ovalled shaped as if kinked prior to separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.